Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and checked the unit and could not find any issues. The ventilator performance check and patient circuit calibration was performed all passed and unit working as per manufactures specification.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit is not mapping correctly. There was no indication of patient involvement. The carefusion field service rep evaluated the customer unit and could not duplicate the reported problem, thus was not able to identify a root cause in this alleged event. While onsite it was determined that this unit was past due for pm. Parts were ordered an a separate service call was opened for the pm of the unit. The carefusion field service rep evaluated the customer unit and could not duplicate the reported problem. Due to the lack of a root cause being clearly identified, a trend cannot be identified with this reported event and it will be considered an isolated incident. All information in the complaint file has been assessed for reportability pre and post investigation. The complaint can be closed to tracking and trending.